Event description:
The customer alleged that the patient became disconnected from the 840 ventilator and the device did not alarm. The patient subsequently died. The puritan bennet customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. This report is not an admission by puritan bennett that this device caused or contributed to the event alleged in this report.